Event description:
It was reported that the patient presented in clinic for a follow-up. An x-ray revealed that the right atrial lead had dislodged. The lead exhibited failure to capture due to this dislodgement. The lead was repositioned on (B)(6) 2022. The patient had no adverse consequences.